Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9, h4 the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: visual inspection of the returned device found nothing indicative of a device nonconformance. No cosmetic damage was observed. The device was received outside the original packaging with the evidence of prior handling, the protective sleeve was slightly displaced toward the interior of the shaft. According to the surgical technique se_818880, rev. Aa. Pag 25. Insert balloon, -insert the balloon catheter under lateral fluoroscopy, the balloon is completely outside the working sleeve when the proximal end of the white marking of the catheter shaft disappears into the working sleeve. Notes: -check the balloon position by identifying the markers of the balloon under fluoroscopy in ap and lateral view. - if it is not possible to completely insert the balloon catheter so that the white marking of the catheter shaft disappears, it may be necessary to clear the path again using the plunger. -for insertion, the catheter stiffening wire must always be mounted to the catheter. -if the balloon experiences high friction in the working sleeve, the catheter can be pulled back and forth for lubrication resulting in a decreased insertion force. A functional evaluation was not performed due to the mating device not being returned. A dimensional inspection was not performed due the mating device not being returned. The overall complaint was not confirmed as the observed condition of the synflate vertebral balloon med would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: product code: 03.804.701s. Lot number : 82339423. Release to warehouse date : 27. May. 2025. Expiration date :01.jun.2027. Manufacturing site: confluent medical. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was a vertebroplasty for osteoporotic vertebral fracture on (B)(6) 2026. During the surgery, the balloon did not fit into the working sleeve. During the preparation stage, the guide wire was extremely difficult to insert, so the surgeon had to force it in. Also, the white cap on the tip was completely stuck. The surgeon had thoroughly checked the negative pressure. The surgery was completed successfully within 30 minutes of delay.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.